Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image noise and loss of image issues could not be determined, however, it is probable that the image issues were the result a damaged charged coupled device (ccd) due to user handling. The event can be detected by following the instructions section below: ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image guide protector was discolored, the grip was scratched, the forceps channel port was corroded, the suction cylinder was shaved, the up/down plate was discolored, the angulation lever was discolored, the universal cord was wrinkled, and the image was not displayed due to damage on the charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had image noise that made the objects in the image not visible. The issue was found during reprocessing. There were no reports of patient harm.